Manufacturer narrative:
E1: (B)(6). One device was received for evaluation. Visual and functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown.

Event description:
It was reported that the device had an intermittent false air in line alarm while in use. There was patient involvement and unknown patient harm/adverse event reported.